Event description:
The customer reported that their evis exera iii video system center was no producing an image during procedure preparation. According to the initial reporter, the image was only gone for a few minutes at the beginning of the procedure, then came back. Once the image was back, they continued the procedure and completed it. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Immediately following the loss of image, the attending physician called an olympus engineer to get the issue resolved. During the phone call the image came back on its own. As noted in, at that time, the procedure was continued and completed. Two hours later, an olympus field service engineer (fse) arrived on scene to inspect the device. Upon arriving the fse was told that the device was no longer functioning properly. After hearing this information the fse replaced the imager with a new one, and began evaluating the faulty unit. During his evaluation, it was discovered that no video signal would appear on the monitor after turning on the unit, confirming the user's report. Additionally, the front panel of the video processor was dark (no leds lit), and the buttons on the front panel were not functioning properly. This unit will likely have to be returned to a repair center for further inspection. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that there were no image on all outputs (sdi, dvi) and it was determined to have been caused by a defective cp board. It is not known what caused the defective cp board. For correct function, it was necessary to replace the cp board. Olympus will continue to monitor field performance for this device.